Event description:
Unsolicited: pt states legacy pump has had the "no disposable" alarm 3 times. Pt did not state when alarms started. She confirmed that cassette was properly attached in pump and she even removed it and reattached it. She believes that her pump stopped dispensing last night before it alarmed since she had loose stools, which only occurs when she is off medication. She did not know the amount of time she was potentially off and did not mention changes in breathing. She resumed infusion on backup pump and has no current issues. Serial number for malfunctioning pump is (B)(6), maintenance due: 01/2025. Product fault occurred while in use by pt. Product issue did not cause or contribute to pt or clinical injury. Actual device will be available for investigation once returned by pt. Pharmacy product lot number and expiration date were systematically retrieved from the dispensing system. Replacing device. Pt had a backup device to switch to and was able to continue infusion. Infusion is life-sustaining. Outcome: resolved. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. No further info. Reported to (B)(6) by: patient/caregiver.